Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the hydro wash solution canister was overfilling and leaking down onto the hydro drip tray in the unicel dxc 600 pro synchron clinical system. No injury was reported.

Manufacturer narrative:
Bec cts (customer technical support) directed customer to clean the spill and reseat the wash solution canister float switch and generated a service request. A field service engineer (fse) provided phone support to the customer on (B)(6) 2011. The customer reported to the fse that the instrument was running normally with no leaking since the customer had adjusted the low pressure. Fse spoke with the customer again later that day and customer stated they had to adjust the high pressure up once during the day. The instrument was running normally after this adjustment. Fse followed up with the customer and customer reported that instrument continued to run without problems and would call back if the issue reoccurred. (B)(4).